Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A2: the described patient age "in his 60s" was entered as "65 years" for "age at the time of event". C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b18, c20: the device was discarded at the facility, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a male patient in his 60s underwent a knee replacement surgery. The procedure became complicated, resulting in an injury to the popliteal artery. The patient was initially treated with a gore® viabahn® endoprosthesis with propaten bioactive surface, which occluded within one day. After consultation, the team decided to perform an open bypass procedure using the native saphenous vein. The bypass vein later occluded as well, and the patient eventually required a leg amputation. A subsequent review revealed that the patient had a rare form of hit, which does not cause thrombocytopenia but instead leads to increased thrombus formation.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2025, a male patient in his 60s underwent a knee replacement surgery. The procedure became complicated, resulting in an injury to the popliteal artery. The patient was initially treated with a gore® viabahn® endoprosthesis with propaten bioactive surface, which occluded within one day. After consultation, the team decided to perform an open bypass procedure using the native saphenous vein. The bypass vein later occluded as well, and the patient eventually required a leg amputation. A subsequent review revealed that the patient had a rare form of heparin-induced thrombocytopenia (hit), which did not cause thrombocytopenia but led instead to increased thrombus formation.

Manufacturer narrative:
H6 codes b18, c19, d15: no items were returned for evaluation (device, clinical images). As a result, further investigation could not be performed and the investigation is complete. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.